Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent esc and act buttons response due to moisture damage keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 173 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.